Manufacturer narrative:
B3-date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2023-05219. It was reported the patient experienced ineffective therapy. Diagnostics indicated that the right lead had contacts with high impedance and the left lead had migrated. In turn, surgical intervention was undertaken wherein the entire system was explanted.